Event description:
It was reported that, when the emergency department nurse checked the equipment, he found self-test electrode plate error, the device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Correction: this report has been updated from reported problem was confirmed to reported problem was not confirmed. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer discharged the capacitor again and reinstalled it. Device was found to work functionally. Based on the information available and the testing conducted, the cause of the reported problem was unable to determine. The reported problem was not confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
Correction: this report has been updated from patient involvement to no patient involvement. This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the electrode plate operational check failed. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart mrx indicating that the electrode plate operational check failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the electrode plate operational check failed. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer discharged the capacitor again and reinstalled it. Device was found to work functionally. Based on the information available and the testing conducted, the cause of the reported problem was unable to determine. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text: the device was evaluated by customer only.